Manufacturer narrative:
The subject device was returned to the service center for evaluation. The device was received , however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the doctor was performing endobronchial ultrasound (ebus) on a patient in the bronchoscopy suite under general anesthesia. A metal piece from the ebus needle fell off into the patient's lung during the procedure. The doctor was able to retrieve the metal piece. According to the reporter, the intended procedure was completed with no delay. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation results on the returned device, and legal manufacturer¿s investigation. The device was returned to olympus for evaluation. The device was visually inspected to record the as received condition of the device. During the inspection it was observed that the stylet was missing and was not returned with the device. A portion of the sheath was found detached from the needle. The detached portion was returned for evaluation. The sheath of the needle has heavy indications of dried foreign residue throughout a majority of the insertion portion. The distal end of the insertion portion was examined, and it appears slightly bent near the tip. The detached sheath fragment was inspected under a microscope and confirmed that there was dried foreign residue inside of the sheath fragment. The detached sheath fragment was measured with a test caliper and measured at approximately 19.45mm. The handle portion appears to have no signs of physical damage. The technician pressed the needle adjuster lever and unlocked the needle adjuster, the needle slider was pushed distally until it stopped and the technician felt minor restriction that could caused by heavy dried foreign residue as well as the slightly bent tip on the distal end of the sheath. The evaluation was unable to determine the cause of the metal piece of the needle falling off; however, it could be attributed to user mishandling as a portion of on the tip of the sheath appears slightly bent and there was dried foreign residue throughout the sheath. Based on the device evaluation resulting in possible failure due to mishandling seen by the bent needle tip and heavy usage, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. Page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.". The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 471 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. As of 29mar2022, there were 17 other complaints for the na-u403sx-4019 model. Among these, only 1 of the other complaints had the same lot. However, this 1 case happened to be a duplicate of this complaint. Therefore, no correlation between this failure mode and manufacturing lots. Olympus will continue to monitor the field performance of this device.